Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was replaced, and the loss of power was accidental.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed three (3) controller power-up events with associated pump start events logged on 22/jan/2026 at 12:37:53, 13:22:31, and 14:12:52, indicating a loss of power. The controller was without power for ten (10), thirty-one (31), and fourteen (14) seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the alarm file revealed three (3) controller fault alarms logged on 22/jan/2026 at 13:17:21, 13:59:57, and 14:51:19, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarms may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to an accidental disconnection of both power sources, as described in the incoming available information. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the controller exhibited a controller fault alarm, and an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.